Event description:
It was reported that, over the last year, this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, measuring high out of shock range impedance measurements. Troubleshooting options were recommended. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Event description:
It was reported that, over the last year, this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, measuring high out of shock range impedance measurements. Troubleshooting options were recommended. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.